Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011 essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection. Concurrent conditions included overweight, dysfunctional uterine bleeding, perineal pain and depression. Concomitant products included sertraline and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia and skin disorder, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), hormone level abnormal ("hormone changes"), migraine ("migraines"), headache ("headaches"), depression ("depression"), skin exfoliation ("skin peeled off hands"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain") and complication of device removal ("lot of inflammation"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device.) And surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage, allergy to metals, menorrhagia, skin exfoliation and abdominal pain upper had resolved and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression and complication of device removal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, complication of device removal, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on 4-jan-2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs received:the event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hair fell out, skin fell off, dental problems, dyspareunia, fatigue, hair loss, hormone changes, migraines/headaches,skin peeled off hands), weight gain, stomach pain, foot pain, lot of inflammation added.concurrent condition,medical history,concomitant medication,events outcome, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from (B)(6) 2010 to (B)(6) 2010, birth control pill from (B)(6) 2009 to (B)(6) 2010 and depo shot from (B)(6) 2008 to (B)(6) 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included overweight, dysfunctional uterine bleeding, perineal pain and depression since 1013. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for contraception as well as antibiotics, cilest (ortho tri-cyclen), hydrocodone, medroxyprogesterone (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia and skin exfoliation, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hormone level abnormal ("hormone changes"), migraine ("migraines"), headache ("headaches"), depression ("depression"), skin exfoliation ("skin peeled off hands"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain"), complication of device removal ("lot of inflammation") and rash ("skin rashes"). The patient was treated with ibuprofen, surgery (underwent a partial hysterectomy due to complications from the essure device.), surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy).essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper and rash had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, weight increased, pain in extremity and complication of device removal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, complication of device removal, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded.; in (B)(6) 2011: total bilateral occlusion . Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from (B)(6) 2010, birth control pill from (B)(6) 2009 to (B)(6) 2010 and depo shot from (B)(6) 2008 to (B)(6) 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included overweight, dysfunctional uterine bleeding, perineal pain and depression since 1013. Concomitant products included oral contraceptive nos from january 2013 to may 2013 for contraception as well as antibiotics, cilest (ortho tri-cyclen), hydrocodone, medroxyprogesterone (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia and skin exfoliation, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), hormone level abnormal ("hormone changes"), migraine ("migraines"), headache ("headaches"), depression ("depression"), skin exfoliation ("skin peeled off hands"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain"), complication of device removal ("lot of inflammation") and rash ("skin rashes"). The patient was treated with ibuprofen and surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper and rash had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, pain in extremity and complication of device removal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, complication of device removal, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: essure insertion date was updated from (B)(6) 2011 and removal date was changed from (B)(6) 2016; hair loss, skin rashes, pelvic pain, abnormal bleeding (vaginal), menorrhagia stopped after removal; skin rashes added as event; concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from (B)(6) 2010 to (B)(6) 2010, birth control pill from (B)(6) 2009 to (B)(6) 2010 and depo shot from 2008 to (B)(6) 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included overweight, dysfunctional uterine bleeding, perineal pain and depression since 2013. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for contraception as well as antibiotics, duloxetine, ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone, medroxyprogesterone acetate (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dermatitis allergic ("skin rashes/allergic or hypersensitivity reaction type: rash") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced skin exfoliation ("skin peeled off hands/skin fell off/skin peeling"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes:mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), tooth disorder ("dental problems"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain"), complication of device removal ("lot of inflammation") and rash ("skin rashes") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with fluoxetine, ibuprofen and surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy, laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy. And partial hysterectomy /oophorectomy (one side)/hysterectomy (full)/ salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper, dermatitis allergic and rash had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, weight increased, pain in extremity, complication of device removal, anxiety, mood swings and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, complication of device removal, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, pain in extremity, pelvic pain, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Current weight 220 lbs. Discrepancy noted: essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: pfs received. Treatment drug were added. Event : dysmenorrhea (cramping) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from (B)(6) 2010, birth control pill from (B)(6) 2009 to (B)(6) 2010 and depo shot from 2008 to (B)(6) 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included overweight, dysfunctional uterine bleeding, perineal pain and depression since 1013. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for contraception as well as antibiotics, cilest (ortho tri-cyclen), duloxetine, hydrocodone, medroxyprogesterone (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), weight increased ("weight gain"), dermatitis allergic ("skin rashes/allergic or hypersensitivity reaction type: rash") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), tooth disorder ("dental problems"), hormone level abnormal ("hormone changes"), skin exfoliation ("skin peeled off hands/skin fell off/skin peeling"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain"), complication of device removal ("lot of inflammation"), mood swings ("hormonal changes:mood swings") and rash ("skin rashes"). The patient was treated with ibuprofen, surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy) .essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper, dermatitis allergic and rash had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, weight increased, pain in extremity, complication of device removal, anxiety and mood swings outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, complication of device removal, depression, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, pain in extremity, pelvic pain, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Current weight 220 lbs. Discrepancy noted: essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded.; in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received. Events:hormonal changes-mood swings,skin rashes were added. Outcome of events were updated. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain'), genital haemorrhage ('abnormal bleeding(general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from (B)(6) 2010 to (B)(6) 2010, birth control pill from (B)(6) 2009 to (B)(6) 2010 and depo shot from 2008 to (B)(6) 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included depression since 1013, overweight, dysfunctional uterine bleeding and perineal pain. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for contraception as well as antibiotics, duloxetine, ethinylestradiol; norgestimate (ortho tri-cyclen), hydrocodone, medroxyprogesterone acetate (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy") with alopecia, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dermatitis allergic ("skin rashes/allergic or hypersensitivity reaction type: rash") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced skin exfoliation ("skin peeled off hands/skin fell off/skin peeling"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes:mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), tooth disorder ("dental problems"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain"), complication of device removal ("lot of inflammation"), rash ("skin rashes"), back pain ("back pain"), autoimmune disorder ("autoimmune disorder") and post procedural complication ("post procedural complication") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with fluoxetine, ibuprofen and surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy, laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy. And partial hysterectomy /oophorectomy (one side)/hysterectomy (full)/ salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper, dermatitis allergic, rash, back pain and autoimmune disorder had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, weight increased, pain in extremity, complication of device removal, anxiety, mood swings, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, autoimmune disorder, back pain, complication of device removal, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, pain in extremity, pelvic pain, post procedural complication, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Current weight 220 lbs. Discrepancy noted: essure confirmation test(s) conducted, specify: no. Received treatment for: pelvic, back pain, gen. Abnormal bleeding, nickel allergy, autoimmune disorder, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: autoimmune disorder, back pain, post procedural complication were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain'), genital haemorrhage ('abnormal bleeding(general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from september 2010 to december 2010, birth control pill from january 2009 to january 2010 and depo shot from 2008 to january 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included depression since 1013, overweight, dysfunctional uterine bleeding and perineal pain. Concomitant products included oral contraceptive nos from january 2013 to may 2013 for contraception as well as antibiotics, duloxetine, ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone, medroxyprogesterone acetate (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dermatitis allergic ("skin rashes/allergic or hypersensitivity reaction type: rash") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced skin exfoliation ("skin peeled off hands/skin fell off/skin peeling"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes:mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), tooth disorder ("dental problems"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain"), complication of device removal ("lot of inflammation"), rash ("skin rashes"), back pain ("back pain"), autoimmune disorder ("autoimmune disorder") and post procedural complication ("post procedural complication") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with fluoxetine, ibuprofen and surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy, laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy. And partial hysterectomy /oophorectomy (one side)/hysterectomy (full)/ salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper, dermatitis allergic, rash, back pain and autoimmune disorder had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, weight increased, pain in extremity, complication of device removal, anxiety, mood swings, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, autoimmune disorder, back pain, complication of device removal, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, pain in extremity, pelvic pain, post procedural complication, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Current weight 220 lbs. Discrepancy noted: essure confirmation test(s) conducted, specify: no received treatment for: pelvic, back pain, gen. Abnormal bleeding, nickel allergy, autoimmune disorder, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: autoimmune disorder, back pain, post procedural complication were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from september 2010 to december 2010, birth control pill from january 2009 to january 2010 and depo shot from 2008 to january 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included overweight, dysfunctional uterine bleeding, perineal pain and depression since 1013. Concomitant products included oral contraceptive nos from january 2013 to may 2013 for contraception as well as antibiotics, cilest (ortho tri-cyclen), hydrocodone, medroxyprogesterone (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia and skin exfoliation, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), weight increased ("weight gain"), rash ("skin rashes/allergic or hypersensitivity reaction type: rash") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), tooth disorder ("dental problems"), hormone level abnormal ("hormone changes"), skin exfoliation ("skin peeled off hands"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain") and complication of device removal ("lot of inflammation"). The patient was treated with ibuprofen, surgery (underwent a partial hysterectomy due to complications from the essure device.), surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy). Essure was removed in november 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper and rash had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, weight increased, pain in extremity, complication of device removal and anxiety outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, complication of device removal, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 4 on each side. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on 4-jan-2011: essure device was successfully occluded.; in march 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received. New event added: mental anguish. Event term updated: allergic or hypersensitivity reaction type: rash and hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain'), genital haemorrhage ('abnormal bleeding(general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 758625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection. Previously administered products included for prevent pregnancy: birth control pill from (B)(6) 2010 to (B)(6) 2010, birth control pill from (B)(6) 2009 to (B)(6) 2010 and depo shot from 2008 to (B)(6) 2009. Past adverse reactions to the above products included adverse event with depo shot; and pregnancy with birth control pill. Concurrent conditions included depression since 1013, overweight, dysfunctional uterine bleeding and perineal pain. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for contraception as well as antibiotics, duloxetine, ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone, medroxyprogesterone acetate (depo provera), meloxicam from 2016 to 2017, metoclopramide (reglan), sertraline from 2014 to 2016 and tramadol since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy") with alopecia, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dermatitis allergic ("skin rashes/allergic or hypersensitivity reaction type: rash") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced skin exfoliation ("skin peeled off hands/skin fell off/skin peeling"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes:mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), tooth disorder ("dental problems"), abdominal pain upper ("stomach pain"), pain in extremity ("foot pain"), complication of device removal ("lot of inflammation"), rash ("skin rashes"), back pain ("back pain"), autoimmune disorder ("autoimmune disorder") and post procedural complication ("post procedural complication") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with fluoxetine, ibuprofen and surgery (laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy, laparoscopic-assisted transvaginal hysterectomy, bilateral salpingectomy with left oophorectomy. And partial hysterectomy /oophorectomy (one side)/hysterectomy (full)/ salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, skin exfoliation, abdominal pain upper, dermatitis allergic, rash, back pain and autoimmune disorder had resolved and the uterine haemorrhage, menstrual disorder, tooth disorder, dyspareunia, fatigue, hormone level abnormal, migraine, headache, depression, weight increased, pain in extremity, complication of device removal, anxiety, mood swings, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, autoimmune disorder, back pain, complication of device removal, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, pain in extremity, pelvic pain, post procedural complication, rash, skin exfoliation, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: trailing coils 4 on each side. Current weight 220 lbs. Discrepancy noted: essure confirmation test(s) conducted, specify: no. Received treatment for: pelvic, back pain, gen. Abnormal bleeding, nickel allergy, autoimmune disorder, hairloss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.